Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). Vascular access was obtained through the femoral artery. Upon attempting to pre-dilate the lesion, the 2.50mm x 15mm apex over-the-wire balloon catheter was advanced and inflated. The balloon ruptured at unknown atms below the rated burst pressure. The balloon catheter was removed from the patient without incident. No patient injuries or complications were reported. The procedure was successfully completed with a different device. The patient's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).